Event description:
It was reported that a user experienced persistent hyperglycemia with sensor blood glucose readings over 400 mg/dl following a factory reset of the ilet, with initial difficulty confirming insulin delivery due to lack of immediate drops during fill-tubing and later confirmation of drops after guided troubleshooting. Investigation included remote technical review and guided user troubleshooting of the infusion system. Further investigation of this case revealed no device malfunction confirmed and that insulin delivery resumed after proper priming was completed. No clinical symptoms associated with elevated blood glucose reported. Outcomes included temporary interruption in glycemic control with recovery to target range after troubleshooting. It was concluded that the event was consistent with hyperglycemia of unclear cause, with possible contribution from incomplete priming or infusion setup. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.